Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion by direct stenting. The target lesion exhibited 70% stenosis and moderate calcification. Force was used in an effort to advance the device to the target lesion. Resistance was encountered advancing the device and it was removed. The lesion was then pre-dilated twice up to 16 atm's using a 2.5 mm x 15 mm balloon. A second attempt was made to implant the endeavor sprint device. On this attempt, it was noted that the stent of the endeavor sprint device was damaged and the device was removed. The device had been inspected prior to use with no issues noted. The target lesion was successfully treated using another endeavor sprint stent of the same size. Pt's status post procedure was good and no clinical sequelae were reported.

Manufacturer narrative:
Device and cine image eval: the endeavor sprint device was returned to the mfg facility. The distal tip was slightly frayed. The 1st two proximal segments and the 1st five distal segments were intact with no deformation evident. A number of struts on the 3rd proximal segment were deformed. The remaining segments were bunched and deformed. Cine images were provided for review. The images confirmed the target lesion was located in the lad. There are no images of the attempted advancement or withdrawal of the relevant endeavor sprint device. The pre-dilation balloon appeared to conform to the shape of the lesion. There are no images showing the successful delivery and deployment of the second endeavor sprint stent. (B)(4). Eval, results, conclusions: (stenosis, moderate calcification). (Stent damage, failure to deliver the stent). (Target lesion was not pre-dilated as recommended in IFU).